Event description:
It was reported that a spectrum iq infusion pump under-infused tranexamic acid (programmed at 600 ml/hr for 10 minutes, total volume to infuse=100 ml). During use in the women center (ob) department, baxter sodium chloride 0.9% was used to compound the pitocin bag. Nurses are reporting only about half of the 100 ml infuses in 10 minutes when the pump indicating the 100 ml infusion was complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, drug not infusing was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review revealed an infusion of tranexamic acid 1000 mg / 100 ml, programmed at 600 ml/hr with a vtbi of 100 ml on (B)(6) 2025. There were no infusions programmed on the reported date, (B)(6) 2025. The user experienced multiple "upstream occlusion!" And "air-in-line!" Alarms during the infusion. The user facility reported that the fluid administered was cold. Per the spectrum iq operator's manual, warm solutions to room temperature before use. This prevents upstream occlusion or air in line alarms caused by out-gassing of micro bubbles. Additionally, flow rate inaccuracy warning is listed: "rate accuracy can be affected by variations in head height, back pressure or any combination thereof. Fluid viscosity and ambient temperature contribute to this variation." The cold fluid may have contributed to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No pump correction is required. The cold fluid may have contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.